Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging the pump was switching off without warning, even though hey used multiple batteries from different boxes. The pump emitted no low battery warnings or other notifications. Patient did not report any adverse effect there was no indication that the device caused or contributed to an adverse event. This is being reported because if the issue recurs, the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: black box shows evidence of a unexplained power on reset event on (B)(6) 2016. Black box also shows cs 052/054 errors present beginning on (B)(6) 2016. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications; evidence of moisture contamination. On underside of battery cap. Battery compartment crack observed originating from below grip pad..4. A 24 hour basal program was run with a returned battery cap. No reboot, loss of power or call service alarms duplicated. A "intermittent power" was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.